Event description:
The customer reported that the system displayed an overload fault error message. No pt injury was reported.

Manufacturer narrative:
The ge service rep conducted an onsite investigation. The reported problem could not be duplicated. The high voltage wells and cables were cleaned and regreased. The system was tested and operates as intended.